Manufacturer narrative:
This report is submitted on june 14, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to otitis media with cholesteatoma.

Manufacturer narrative:
It was reported that the patient developed an infection at the abutment site.